Event description:
The customer reported the system made a noise and stopped working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the workstation cpu power supply. System operates as intended.